Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change-out, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2019. The patient was stable.